Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. They observed the vh-3500 jaws activating when only half closed. They removed the device from the table and opened a new kit. The same extension cable was used without an issue.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance the device was returned for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cable. Both the connector and pigtail connection was observed to be intact, no visual defects were observed. An electrical evaluation was performed. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). A reference device was also used. The cable was also attached to a hemopro tool, it passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes. No specific failure was alleged for the reported device, and we are unable to confirm any failures.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. They observed the vh-3500 jaws activating when only half closed. They removed the device from the table and opened a new kit. The same extension cable was used without an issue.